Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was clinical use was unknown. The service task was carried out internally by a distributor of philips. The problem was addressed by substituting the pdu control module, pdu fan tray, and dcps. After replacing the pdu control module, pdu fan tray, and dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.